Event description:
It was reported that they are seeing artifacts on images, causing the patient to be re-exposed. It was determined that the filter drive assembly needed to be replaced and once that was done, the system is working as intended.